Manufacturer narrative:
Concomitant medical devices: dtma2d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was gardening and received a shock. The patient presented to the emergency department, interrogation was performed and right ventricular (rv) lead test revealed noise from can to superior vena cava (svc) coil. The patient was hospitalized. The following day additional troubleshooting was performed with the rv lead settings re-programmed noise on the rv tip to coil and rv tip to ring was easily reproduced during pocket stimulation. The rv lead was disconnected from the device header and tested via the analyser and was unable to sense. When the lead was reconnected to the device, immediately noise was observed. During troubleshooting the physician was unable to find header and setscrew issues. The rv lead blue ring on the lead pin was fully inserted into the device header and pull and tug test revealed the lead was very stable. It was also reported that a lead integrity alert (lia) triggered. It was noted that the rv lead exhibited high undefined impedance, noise with ventricular tachycardia (vt) non sustained episode, high sensing integrity counter (sic) non physiological episodes and confirmed fracture. The patient received inappropriate therapy and two therapies were withheld due to rv lead noise algorithm. The rv lead was inactivated and remains in the patient. A revision procedure was planned. During the rv lead revision procedure it was noted that the left side subclavian was partially occluded, only a seven french dilator was able to go through. The right side was prepped and a new rv lead was successfully tunneled across to the left side and connected to the implanted device. The new rv lead numbers were satisfactory and within normal range. No further patient complications have been reported as a result of this event.